Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the alarm with cassette not attached properly. There was no patient involvement.

Manufacturer narrative:
D3 - manufacturing plant address 1, d3 - manufacturing plant city and d3 - zip code: corrected. H3 and h6. Codes: updated. Device evaluation: the reported problem, ¿alarm with cassette not attached properly¿ was duplicated through functional testing. The cause is the contaminated downstream occlusion (dso) sensor. Replaced the dso sensor to correct the issue. Device passed all functional and delivery tests after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.